Manufacturer narrative:
An event of explant due to aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted due to severe aortic stenosis. The device was exchanged for a 19mm edwards lifesciences intuity elite. No patient consequences were reported.